Manufacturer narrative:
Batch review performed on 18 june 2019: lot 186016: (B)(4) items manufactured and released on 10 dec 2018. Expiration date: 2023-11-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event .

Event description:
The patient came in due to signs of infection 3 months after primary, the pathogen is unknown. The surgeon performed an I&d and poly swap and the surgery was completed successfully.